Event description:
The ventilator made a whoosing air sound and started alarming while it was connected to a patient. The patient was transferred to another ventilator. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.